Event description:
The account alleged the bed not alarming loud enough to be heard outside the pt's room. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.